Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient was pain free for six weeks, but reported pain after twisting her back. The surgeon saw no evidence of malpositioning or loosening of any of the implants on CT scans and was not sure if the implants were the pain generator, but decided to remove the superior positioned implant anyway. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the most superior positioned implant. No other implants were adjusted or removed. The patient's pain symptoms resolved following the revision procedure.